Manufacturer narrative:
It was reported the physician information could not be provided due to restriction by privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil detached early and deviated from the aneurysm. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the internal carotid-posterior communicating (I c-pcom) aneurysm. The max diameter was 5mm, and the neck diameter was 4mm. The patient's blood flow was normal, and the vessel tortuosity was moderate. It was reported that when the fourth coil was placed there was a slight deviation from the outside of the aneurysm. Insertion was completed after inserting and removing it twice. The coil was appropriately detached with a detacher, but when the delivery pusher was pulled out, it was suspected to be stretched. The microcatheter was also removed on the assumption that something remained in the microcatheter; however, the third coil deviated from the aneurysm so it was collected with a snare. There was coil damage/early detachment. No additional medical/surgical interventions were needed. There was no damage to the delivery pusher, and there had been no resistance during delivery. The coil had been repositioned twice, and no detachment attempts were made. The pusher was not rotated inside the patient's body. A continuous flush had been administered. The patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a headway 17 microcatheter and a chikai 14 guidewire. Additional information received indicated both coils (apb-2-3-3d-es and apb-3-4-3d-es) were removed from the patient. Only the apb-2-3-3d-es coil detached early. There were no issues observed during preparation or insertion that would have contributed to the event. Refer to manufacturer report 2029214-2021-01046 for details pertaining to the related reportable event.